Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 7/24/2019. Device evaluation: the returned sample was received. The complaint unit was received in its original packaging. The lens was received in the wheel case insert. Visual inspection revealed lubricant material residues and loose particles can be observed on the lens surface. The lens was cut and both haptics was broken. The reported issue of haptic damaged was verified. However, due to the condition of the sample received it is not possible to determined that the reported issue is related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) had bent/broken haptic when being inserted into the eye. The lens was removed requiring incision enlargement. The replacement lens was the same model and diopter. The patient has recovered post-op. No other information was provided.